Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number (besides that of 9610711-2019-00037, which occurred with the same patient) unfortunately no sample is available for our evaluation. The silicone balloon issue is known and followed. In parallel, a specific trend is monitored regarding the silicone balloon issue.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the x-flow catheter was placed on (B)(6) 2019. On (B)(6) 2019, the nurse found that the balloon was deflated and could not reinflate it. The catheter was removed and found that the balloon was burst. She decided to place a new catheter.